Manufacturer narrative:
(B)(4). Batch #: n91j7d. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the hpblue device was received with the 6-32 stud damaged. It was connected to a generator, evaluated with a test instrument and was found to be non-functional. The instrument was disassembled to inspect the internal components and there was moisture present. The handpiece has a number of seals to prevent fluids from entering the housing. ¿moisture present¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It should be noted that product failure is multifactorial. It is possible that the stud got damaged as a result of dropping it. Please reference the instruction for use for more information. It is probable that the ingress of moisture affected handpiece functionality. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thyroidectomy the harmonic blue handpiece was not working. When tested it read ¿instrument local bus eeprom com fault.¿ another device was used to complete the procedure successfully. There were no patient consequences.